Event description:
There was a problem with a thumper during a cardiac arrest rescue. The thumper was initially being used for compressions only. When the ventilation knob was turned on, the compression depth became unstable and went from 4 to 8 cm. The device was removed from the pt and manual CPR continued. The pt was not revived.